Event description:
Ever since my essure was implanted in (B)(6) 2013 I have been experiencing horrible pain all around the center of my body. Mostly lower abdomen and back. I have also been experiencing major headaches and shoulder and knee pain on the left side of my body. (B)(4).